Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device did not constantly form clips. Some of the clips were scissored, clip gap and were loose on the tissue. The clips did not fall off the tissue. The device was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition and with a clip in the jaws.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the first clip as intended; the next clip was removed in order to measure jaw width; the jaw was found to be in a yielded condition. However, the remaining clips were properly fed and formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did somebody other than the primary surgeon fire the instrument? Yes. Was there a recent conversion to ees devices in this account or with this surgeon? No.